Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26561. It was reported, the patient was experiencing extensive itching all over her body. The itching was worse with the scs system turned on and the itching was present when the scs system was turned off. The itching was constant and was not localized to any body part and was not present before she was implanted with the scs system. Follow up information identified the patient underwent surgical intervention to remove her scs system on (B)(6) 2015.